Event description:
Patient presented for generator replacement surgery and high impedance was observed therefore a full revision (replacement of the lead and generator) was performed. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.